Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. The header was separated from the device case. Improvements have been made to the manufacturing process to strengthen the bond between the header and the device case. This device is included in the subpectoral implant advisory population.

Event description:
This product was returned and analysis was completed.

Manufacturer narrative:
This device was included in the subpectoral implant advisory population.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was being removed for a therapy upgrade. During the device removal, the header broke off. This ICD was implanted subpectorally. No adverse patient effects were reported.